Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Patient reported per MRI report "benign cyst both" and "blade/strip¿ of periprosthetic liquid. Later healthcare professional reported "extracapsular and intracapsular rupture, silicone leak" and capsular contracture "baker grade: iii". This record is for right side. Device was explanted and replaced with another manufacturer¿s device. Device will not be returned.